Manufacturer narrative:
According to the information retrieved from imedidata on december 2, 2021: procedure type was updated to ¿breast reconstruction primary¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: pc-(B)(4).

Event description:
This event is associated with the glow clinical trial. It was reported that a female patient who underwent breast reconstruction surgery with mentor glow study gel devices on (B)(6) 2020. Adverse event # 1. Wrinkling, (right side, implant serial number: (B)(4) . Doi: (B)(6) 2020 ) on (B)(6) 2020 , she presented with wrinkling, which required fat grafting on (B)(6) 2020. The principal investigator assessed this event as mild in severity, serious, not related to the device, and unknown related to the procedure. Should additional information become available, this case will be re-assessed and notes will be updated. This report relates to the right side.